Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was moisture exposure to the insulin pump. Customer stated they had a button error alarm on the insulin pump previously. Customer's blood glucose was between 80 mg/dl and 90 mg/dl. The customer stated there was fog present under the lcd display. The customer stated the insulin pump is already being replaced. Customer declined to return the insulin pump for analysis.